Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined. During processing of this incident, attempts were made to obtain complete patient and event information.

Event description:
It was reported the patient¿s ipg was unable to communicate with external devices. It is unknown if the ipg depleted prematurely. As a result, surgical intervention was undertaken wherein the ipg was explanted and replaced. Restoring the therapy.